Event description:
It was reported in a literature publication that ten patients underwent trans-sinus implant placement and simultaneous bmp-2 sinus floor grafting for immediate provisional loading. Insertion torque was measured upon implant placement. Patients were followed up for at least 1 year after final restoration when either a computed tomography scan or panoramic radiograph was obtained and analyzed for the presence of trans-sinus peri-implant bone. Hounsfield units were recorded mid sinus graft. In the ten patients, implant apices sometimes perforated 1 to 2mm into the nasal fossa but remained covered with mucosa. There was no instance of nasolacrimal duct dysfunction.

Manufacturer narrative:
Literature article citation: jensen et. Trans-sinus dental implants, bone morphogenetic protein 2, and immediate function for all-on-4 treatment of severe maxillary atrophy. J oral maxillofacial surgery; 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.